Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: hwc, jdp. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the plate was broken. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the va-lcp* is in compliance with the international standards iso 5832-1 and astm f138 for surgical implants made of stainless steel. The dimensions of the investigated va-lcp* (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. At the fourth distal combination plate hole the va-lcp* showed a unilateral fracture and a macroscopic visible fatigue crack. The crack runs from the upper side of the plate to the lower side of the plate. The fatigue crack indicates multiple crack initiation. All fractures occurred in the area of the threaded part of the variable angle combination plate hole. Weakly visible macroscopic lines of rest are documented on the fracture surfaces of the unilateral fracture of the fourth plate hole and are a sign for a fatigue failure. The scanning electron microscope (sem), revealed the cracks started at the upper side of the plate and ran into the material. After breaking, the plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones almost over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surface of part b showed a mixed fracture with fatigue striations, subsidiary cracks and dimples and partly secondary corrosion. The secondary corrosion is a result of a crevice situation between the plate fragments after crack initiation respectively from rubbing against each other of the fragments. The process affects the passivation layer of the metal and panders corrosion. The area with dimples corresponds to the (residual) forced fracture zone. The documented fatigue crack at the fourth distal combination plate hole indicates multiple crack initiation. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the va-lcp* was subjected to low dynamic bending loads (one sided). Constant alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant*. The va-lcp* could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a plate broke and additional surgery was required this is report 1 of 1 for (B)(4).